Event description:
Please refer to the initial-report.

Manufacturer narrative:
The logbook of the device has been analyzed. The observed behavior was due to multiple device warmstarts. These were initiated by the device to fix a failure on the pcb cpu. In this case, it was no longer possible to continue the ventilation, as several warmstarts were carried out in a row. During a warmstart, the evita opens the respiratory system to allow spontaneous breathing. This process is accompanied by an alarm. If the boot sequence was successful (duration approx. 8 seconds), the ventilation is continued with the old parameters. The device has behaved according to the specification for such a deviation. Due to the high age of the device of almost 20 years with approx. 154,800 operating hours, the customer decided to not repair the device, it has already been given for disposal. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was just started. The results will be delivered within a follow-up report.

Event description:
Device alarmed (acoustically/ device error) and turned off. No injury reported.